Event description:
It was reported that metal shavings came out of the handpiece during a foot surgery. The metal shavings did not enter the pt or surgical field. There was no pt or user injury, and the procedure was successfully completed.

Manufacturer narrative:
The handpiece has been received at the manufacturer for testing. An eval will be conducted, and a follow-up report will be submitted if the results of the quality investigation require one.